Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as the patient "broke the connecting tube with his fingers by force and attempted to perform an inappropriate tube connection regardless of proper procedure". The patient was hospitalized and treated with unspecified antibiotics for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
A2: age at time of event: ¿8 decades¿. B5: upon follow-up, it was reported that the patient responded to treatment with unspecified antibiotics which was completed on an unspecified date. At the time of this report. The patient has recovered from bacterial peritonitis. Should additional relevant information become available, a supplemental report will be submitted.